Event description:
Following implant, the patient was not getting any therapeutic benefit. A scoliosis scan, done by an outside facility in (B)(6) 2009, showed that the catheter had pulled back or had kinked on the superior aspect causing the lioresal to not have an effect. The patient's dose had been adjusted multiple times: (B)(6) 2009, 1210 mcg/day; (B)(6) 2009, 1300 mcg/day; (B)(6) 2009, 1070 mcg/day; (B)(6) 2009, 1070 mcg/day; (B)(6) 2009, 987 mcg/day, and (B)(6) 2010, 631.6 mcg/day. The patient was on a flex dose delivery and the doctor was currently weaning the patient off the lioresal for an explant of the pump this summer. There was no testing done on the pump. The patient's parents felt the pump explanted because the refills were too traumatic for the patient. The patient was getting some relief from the therapy, but it wasn't worth the anxiety at each refill. The patient needed to be refilled quite often. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).